Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was high. A correction bolus was delivered and the temporary basal rate was increased to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause. Cts advised the customer to discuss the event with a healthcare provider.